Manufacturer narrative:
(B)(4). The patient¿s dog bit the line of the homechoice cassette during peritoneal dialysis therapy, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient's dog bit the line of the homechoice cassette during the therapy causing the alarm. The patient said they closed the clamps and disconnected. The technical service representative instructed to cycle the power on the device to clear the alarm and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.